Manufacturer narrative:
The insulin pump was received with button error alarm and no button response due to moisture damage keypad traces. The battery out limit alarm could not be verified due to no button response. The device also had moisture damage on electronics and a scratched display window. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer's father reported via phone call that the customer was woken up by button error alarm and none of the buttons were responding. Customer's blood glucose was 10.2 mmol/l. The father was unsure if the insulin pump was exposed to moisture but there was some moisture under the screen. He mentioned that the customer was laying on the device and sweating. It was stated that they were unable to clear the button error alarm and received a battery out limit. It was advised to discontinue the use of the device and revert to a backup plan. The insulin pump was replaced and returned for analysis